Event description:
ICU pt to have egd with peg placement - during procedure snare was found to be cracked and would not snare guidewire. Physician improvised by using hemostats to pull snare wire and tighten around guidewire.